Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm could not be confirmed through this evaluation. Event details indicated that, during movement of the power cord, the mobile power unit would lose power and the system controller reverted to the internal 11v backup battery for power. It was reported the mobile power unit was replaced due to the event. Attempts were made to obtain additional information from the customer regarding the return of the product; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit was shipped to the customer on 30nov2020. It was noted the mobile power unit was shipped with the ac power cord with the v-lock feature. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use document instructs the patient to ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿power disconnect alarms noted when the power cord was moved¿ could not be confirmed with the returned mobile power unit (serial # (B)(6) ). The returned mobile power unit was tested with laboratory equipment and an unexpected alarm could not be reproduced. Electrical testing of the patient cable section passed, which did not reveal any short or conductor breakdown condition that could potentially be related. It was noted that visual inspection of the patient cable section did reveal several punctures/damages along the entire length. The area that has the punctures/damages were delayered for visual inspection. The underlying wires at each section did not have any breach in the insulation that could have potentially resulted in the unexpected alarm. Visual inspection reveals dimples on the insulation of the underlying wires. A root cause of the punctures/damages to patient cable section or the reported event of ¿power disconnect alarms noted when the power cord was moved ¿could not be determined during the evaluation. A log file extraction is recommended, after an unexpected alarm occurs, to assist in determining the fault code associated with the alarm. The device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6) ) was shipped to the customer on 30nov2020. It was noted the mobile power unit was shipped with the ac power cord with the v-lock feature. The heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿. Under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). If alarm persists, call your hospital contact immediately. No external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). Call your hospital contact if reconnecting the power cable does not resolve the alarm. The heartmate 3 instructions for use instructs the patient to ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient's power cord would be moved during sleep. In different positions, power disconnect alarms would go off and the patient would have to use their emergency backup battery(ebb) depending on how the power cord moved. The mobile power unit (mpu) was replaced.